Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 95% stenosed target lesion located in the moderately calcified and moderately tortuous distal right coronary artery (rca). There was a 70-80% stenosed proximal lesion. Pre-dilation was performed with a 2.0x15mm apex balloon. Next a 3.5x20mm veriflex stent was advanced for treatment but could not cross the proximal lesion and then upon removal it was realized that the stent had dislodged. The stent however remained on the wire in the rca, but had migrated down to the distal target lesion. The physician then used multiple non-bsc balloons [1.25mm, 1.5mm, 2.0mm, 2.5mm, 3.0mm, 3.5] and a 4.0mm apex balloon to successfully deploy the 3.5x20mm veriflex stent in the distal lesion. The case was completed with good results. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).